Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name, address and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that during use the cardiosave intra-aortic balloon pump(iabp) had abnormalities in the balloon waveform and frequency. There was no patient harm or injury reported.